Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no readings occurred. The sensor was inserted into the abdomen. The patient experienced a no continuous glucose monitor (cgm) readings issue which occurred on an unspecified day after sensor insertion into the abdomen. On (B)(6) 2025, the patient¿s cgm was in a ¿no cgm readings¿ state. Her blood glucose (bg) meter reading at dinner was 80 mg/dl. By 9pm, the patient lost consciousness. Her bg meter reading was tested again by the nurse (it appears the patient may be living in an assisted living facility) and was 34 mg/dl. No cgm reading was being provided at this time. The nurse treated the patient with 2 doses of glucagon and emergency medical service (ems) was called. Once ems arrived, the patient¿s bg meter reading was 53 mg/dl and then 58 mg/dl. The patient was transferred to the emergency room (ER). By this time, the patient was awake, and her bg meter reading was 74 mg/dl. The patient was in the ER for approximately 3 hours before being discharged. Her bg meter reading was 300 mg/dl at discharge. There was no documentation of medication or treatment being provided to the patient while in the ER. The patient was ¿doing okay¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.